Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a prostyle device after a peripheral interventional procedure via an 8f sheath. Reportedly the footplate would not close, so the device could not be removed from the patient. Surgical intervention was used to remove the device/suture and achieve hemostasis. There was no adverse patient sequela; however, there was a reported clinically significant delay due to surgery. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to close the foot was not confirmed due to the condition of the returned device. Device entrapment can not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed emdr report, additional information was obtained: it was confirmed that the initially reported peripheral intervention was reported in error; instead, this was a coronary interventional procedure. Additionally, it was reported that during the surgical intervention to remove the device, the device handle was intentionally disassembled and the guide was intentionally separated. No additional information was provided.